Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 6.9mmol/l versus 5.5mmol/l meter to lab. Tests were done within 10 minutes with a difference of 1.4 mmol/l. Patient did not experience any adverse events. No further information has been reported.